Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm. The patient stated they had went on a ketogenic diet and vomited blood. They indicated they did not see the vomiting as a relation to their diabetes; however, they stated the cgm was reading 250mg/dl and did not check their bg because they were feeling sick. The patient's parents called the paramedics and was transported to the accident and emergency department in the hospital via ambulance. The hospital took a blood sample from the patient and tested the patient's bg value which was 600mg/dl. The patient stated the doctor explained that the patient had diabetic ketoacidosis. The patient stayed in the hospital for 5 days and was released when they were fully recovered. Treatment at the hospital is unknown. At the time of contact, the patient was doing well. No additional patient or event information is available. Data was received for evaluation; data review did not confirm the reported event of inaccurate cgm values. A root cause could not be determined via data. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.